Manufacturer narrative:
Concomitant medical products: as gore was unable to determine which device was involved in the event if any; additional device(s) implanted include: tgt4020/7495482 - UDI: (B)(4), tgt4020/7495484 - UDI: (B)(4). The gore® tag® endoprothesis instructions for use (IFU) states: complications associated with the use of the gore® tag® thoracic endoprosthesis may include but are not limited to: neurologic damage, local or systemic (e.g., stroke, paraplegia, death, infection (e.g., aneurysm, device or access sites).

Event description:
On (B)(6) 2010, this patient underwent a staged procedure for treatment of a descending thoracic aortic aneurysm. Vascular grafts were used to bypass to the celiac artery, the superior mesenteric artery and the bilateral renal arteries and maintain blood flow. A gore® tag® thoracic endoprosthesis was implanted distal to the left subclavian artery. The patient tolerated the procedure. On (B)(6) 2010, a second staged procedure was performed and three additional gore® tag® thoracic endoprostheses were implanted. The patient tolerated the procedure. On (B)(6) 2010, it was reported that the patient experienced paraparesis. Further intervention was not performed. On (B)(6) 2010, at the six month follow up for the study, the patient's paraparesis persisted. On (B)(6) 2011, at the one year follow up for the study, the patient's paraparesis persisted. On (B)(6) 2012, the patient went into cardiopulmonary arrest in his home. The patient was emergently admitted to the hospital wherein he expired later this same day.